Event description:
Clinical study. It was reported that 13 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician successfully placed a taxus express2 2.5x24mm study stent in the target lesion. The physician also placed a 2.0x12mm mini vision in the mid right coronary artery (mid rca). There were no reported complications and the patient was discharged in good condition. Thirteen months after the initial procedure, the patient required a tvr. The patient was admitted with chest pain and abnormal cardiac enzymes. Selective angiography was performed. Segmental stenosis of the prox lad was noted. Pci and stent implant was performed. The patient was discharged in good condition.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.